Event description:
It was reported that on december 19th a patient received a laparoscopic hysterectomy and bilateral salpingo ovarectomy in which a cool seal trinity 37 was used. Procedure was completed successfully and the patient was discharged the next day. However patient was admitted the next day with a hematoma (14x8x7 cm) and low hemoglobin levels. Patient was given a blood transfusion and spent a few days in the hospital before being discharged. The cause of bhe bleeding could not be clinically identified. The patient did not require any additional surgical intervention and it was reported as fine. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.